Event description:
(B)(4). I began having swelling and irritation around my eyes. An unexplained rash that was on my upper arms spread to my forearms. I also experienced joint pain, excruciating lower back pain, numbness and tingling in my left leg, fatigue, headaches, and ovarian pain. My blood work revealed elevated inflammation, elevated liver enzymes, and elevated leukocytes, and an allergy to nickel.